Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of implant, the patient experienced hematoma and that there was a potential microdislodgement. It was then determined that the rv (right ventricular) lead had perforated the heart and chest wall. The chest was opened, and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.